Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, l1 trauma fracture. It was reported that the screws placed on the patient's right side were lateral. The patient was registered, but anesthesia had to adjust the blood pressure cuff on the right side. After re-registering the patient, the surgery proceeded. Post-operative imaging showed the screws were placed within limits, but the right screws looked slightly lateral but not excessively so. However, the CT later showed screws on the right side were lateral. There was no known impact to patient's outcome and there was no surgical delay time. The probable cause noted was that the reference frame was likely bumped before or during registration. Additional information was received. It was reported that there was no impact on the patient. It was noted the doctor was not planning on any further surgical procedures for the patient for the initial trauma surgery. The superior screw appeared to be placed lateral about 3 millimeters (mm) with all inferior screws following a linear trajectory with the lowest screw approximately lateral at 6 mm. Additional information was received. It was reported that the lateral screws were reported to have been due to a patient shift from the right side. The in case flouro images did not definitively show that screws had been placed laterally. Additional information was received. It was reported that it looked like the patient shift was caused by someone leaning on or pushing the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.